Event description:
The customer reported that the left side workstation handle was pulled off. There is no report of pt or staff injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The right handle was tightened and the left handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.